Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 460 mg/dl; after the customer treated with a total of 90 units of insulin, the blood glucose reading rose to 560 mg/dl. The customer stated that he was continuously treated with more insulin but it was ineffective in lowering his blood glucose levels. He complained of thirst. Troubleshooting could not be completed due to lack of a tubing clamp, which the customer was advised would be sent. He was advised to perform a complete infusion set, reservoir and insulin change and to treat with manual injection. He was also advised to consult a doctor if necessary. Nothing further reported.